Event description:
Caller reported a continuous glucose monitor (cgm) error, identified as error 42. There was no adverse impact to the customer¿s blood glucose level. Customer support guided the caller through a complete pump reset, resolving the error, and advised waiting 20 minutes before starting a new sensor session, which the caller understood and acknowledged.